Manufacturer narrative:
Complaint conclusion: as reported, the balloon on a 6mm x 60mm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured upon reaching nominal pressure. The procedure began with a puncture from the left groin, followed by the insertion of a 6f guiding sheath to the right side. After passing through the stenotic occlusion with a 0.014gw, pta was performed on the common femoral artery (cfa) using an unknown 4mm x 4cm balloon. Subsequently, the balloon size was changed to the 6mmx 60mm saberx pta balloon catheter, before the balloon ruptured when it reached nominal pressure of 13-14 atmospheres (atm). The cause of the rupture is unknown, whether it was due to calcification of the lesion or the quality of the product. Following this, a balloon from another company was used for inflation, and a smart stent was placed in the left common iliac artery, right common iliac, and external iliac arteries, completing the procedure without further issues. There were no reports of patient injury. This case was for common iliac artery to common femoral artery occlusion. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). There was no difficulty removing the protective balloon cover or any of the sterile packaging components. A contralateral approach was used. The target site vessel characteristics included severe calcification, moderate tortuosity, about 99% stenosis, and a moderate acute angle. The vessel characteristics of the access site showed no tortuosity, stenosis, or acute angle. The device maintained negative pressure during preparation and was not put into an acute bend at any point during the procedure. The device was able to cross the lesion and did not kink at any time during the procedure. No anomalies were noted after the device was delivered to the lesion. The device was able to be removed easily from the patient and was removed intact (in one piece). The user was trained in the use of the device. There were no anomalies noted while inflating the device with positive pressure, and no anomaly prevented the device from inflating at all. No leakage was noted from the balloon, shaft, hub, or any unknown segment. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82317153 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon burst at/below rbp¿" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. The reported calcification, tortuosity, and acute angle of the target vessel may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 6mm x 60mm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured upon reaching nominal pressure. The procedure began with a puncture from the left groin, followed by the insertion of a 6f guiding sheath to the right side. After passing through the stenotic occlusion with a 0.014gw, pta was performed on the common femoral artery (cfa) using an unknown 4mm x 4cm balloon. Subsequently, the balloon size was changed to the 6mmx 60mm saberx pta balloon catheter, before the balloon ruptured when it reached nominal pressure of 13-14 atmospheres (atm). The cause of the rupture is unknown, whether it was due to calcification of the lesion or the quality of the product. Following this, a balloon from another company was used for inflation, and a smart stent was placed in the left common iliac artery, right common iliac, and external iliac arteries, completing the procedure without further issues. There were no reports of patient injury. This case was for common iliac artery to common femoral artery occlusion. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). There was no difficulty removing the protective balloon cover or any of the sterile packaging components. A contralateral approach was used. The target site vessel characteristics included severe calcification, moderate tortuosity, about 99% stenosis, and a moderate acute angle. The vessel characteristics of the access site showed no tortuosity, stenosis, or acute angle. The device maintained negative pressure during preparation and was not put into an acute bend at any point during the procedure. The device was able to cross the lesion and did not kink at any time during the procedure. No anomalies were noted after the device was delivered to the lesion. The device was able to be removed easily from the patient and was removed intact (in one piece). The user was trained in the use of the device. There were no anomalies noted while inflating the device with positive pressure, and no anomaly prevented the device from inflating at all. No leakage was noted from the balloon, shaft, hub, or any unknown segment. The device was discarded in the hospital and will not be returned for evaluation.